Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes were created in the patient's spine in a different position than desired with brainlab navigation involved, and there was a negative effect to the patient, which required medical intervention - hemorrhage from the left vertebral artery at c5 - although according to the surgeon (treating clinician): - the deviating screw placements (at left c5 and left c6) were detected before finalizing the surgery, and the screw at c5 was corrected (first attempt with navigation, second revision without aid of navigation); - at the end of the surgery both screws were in an acceptable position despite not exactly as intended, the final outcome of the surgery is considered successful - there was a harm/negative effect to the patient due to the initial deviating pilot hole, that required medical intervention: hemorrhage from the left vertebral artery at c5, which was addressed by inserting a hemostatic agent in the drilled hole and placing the screw, which stopped the bleeding; - there was no permanent harm/damage due to the deviating pilot holes/screw placements (despite based on surgeon review of image data both screws at left c5/c6 now slightly compress the vertebral artery, the patient has no symptoms), nor due to the prolonged surgery/anesthesia (by 161 min); - there were no further medical/surgical remedial actions necessary, done or planned for this patient as a result of the deviating pilot holes/screw placements, and the patient did not require prolonged hospitalization. H6: according to the results of brainlab technical investigation and the information provided by the hospital, it can be concluded that the root causes of the deviating pilot holes at left c5/c6 with the aid of navigation followed by non-navigated screw placements are: a) for initial pilot holes at left c5/c6 (deviaton in target point by 5-7 mm laterally, with slightly larger deviation at c5 than at c6): - unrelated to navigation: contact with the skin and tissue during pilot hole creation when using the navigated brainlab drill guide at both c5 and c6, which would have caused forces on the instrument during its use in such a way that a lateral deviation of the instrument and thus of the pilot hole could occur, and subsequently also of the screw following the deviating pilot hole. - to a lesser extent: movement of the navigation reference array due to insufficiently rigid fixation and/or inadvertent forces (skin pressure/rebound) applied to the array after registration but during initial pilot hole creation/screw instrumentation. Image data show contact of the skin and reference clamp, and said skin pressure appears to have increased as instruments experience rebound pressure from the skin (as described above) and/or from applying/removing the retractor used; movement is also indicated by the brainlab software through multiple array movement warnings being presented to the user throughout the procedure (first warning displayed during pilot hole creation at c6). B) for revised pilot hole at left c5 (deviation in target point by approx. 5mm laterally, similar to initial placement): - unrelated to navigation: contact with the skin and tissue during pilot hole creation when using the navigated brainlab drill guide at c5, which would have caused forces on the instrument during its use in such a way that a lateral deviation of the instrument and thus of the pilot hole could occur, and subsequently also of the screw following the deviating pilot hole. - to a lesser extent: movement of the navigation reference array due to insufficiently rigid fixation and/or inadvertent forces (skin pressure/rebound) applied to the array after registration but during creation of the revised pilot hole/screw instrumentation. Image data show contact of the skin and reference clamp, and said skin pressure appears to have increased as instruments experience rebound pressure from the skin (as described above) and/or from applying/removing the retractor used; movement is also indicated by the brainlab software through multiple array movement warnings being presented to the user throughout the procedure. - to a lesser extent: relative movement of the spine anatomy during the revision between c5 and the reference array fixation level c6 due to an insufficiently rigid connection of the anatomy in between and the flexibility of the cervical levels. Also, a tumor was removed between c5 and c6 which further reduces the rigidity of the spine. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if high forces are applied to the bone and the connection in between the vertebrae is not sufficiently rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation of the instrument during drilling of the pilot holes, and the resulting (minor) deviation between the registered patient image scan in the navigation display vs. The actual patient anatomy during the surgery was not recognized by the user, with the necessary navigation accuracy verification during drilling and prior to placing the non-navigated screws. Note, any potential contribution to the deviating screw placements by the non-navigated non-brainlab screwdriver cannot be assessed by brainlab. For clarity, the issues experienced with loading the desired scan did not contribute to the deviations reported/observed. No unintended data set was used to navigate invasive steps. This issue does not occur if registration is accepted in the registration software (as recommended). There is no indication of a systematic error or malfunction of the brainlab navigation device in regard to the contributing factors. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2024) on the spine for tumor removal, hemi-laminectomy, and fusion of c5/c6, due to an osteoblastoma on the facet joint c5/c6, with intended placement of 2 screws at left c5 and left c6, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeons: -removed the tumor (osteoblastoma) on the facet c5/c6 (without aid of navigation) and performed hemi-laminectomy (without aid of navigation); -with the patient in prone position attached the patient reference array to spinous process c6; -acquired an intra-operative CT scan of the patient's region of interest with automatic image registration (air) of the current patient anatomy to the navigation, verified the registration accuracy, and accepted it to proceed; -verified the entry point at left c5 and drilled the pilot hole using the navigated brainlab drill guide; -observed a small bleeding of the vertebral artery, inserted a hemostatic agent into the drilled hole, and inserted the screw in the prepared pilot hole using a non-navigated non-brainlab screwdriver; -verified the entry point at left c6 and drilled the pilot hole using the navigated brainlab drill guide, and inserted the screw in the prepared pilot hole using the non-navigated non-brainlab screwdriver; -acquired a control scan (with air), and detected that both screws were not placed as intended (deviation in target point by 5-7 mm laterally, deviation larger at c5 than c6), removed the screw at left c5 (the screw at left c6 was determined acceptable despite the deviation); -verified the registration accuracy, and considered accuracy good (however, did not accept the registration in the registration software, but during next step in the navigation software); -verified the entry point at left c5 and drilled a new pilot hole using the navigated brainlab drill guide, and inserted the screw using the same non-navigated non-brainlab screwdriver; -acquired a control scan (with air), experienced issues with loading the desired scan, detected that the screw at left c5 was still not placed as intended (reportedly was in same position like initial placement), and removed the screw at left c5 ; -verified the registration accuracy, and considered accuracy good (however, did not accept the registration in the registration software, but in the navigation software) -verified entry point at left c5 using the brainlab drill guide and detected a deviation of navigation display, inserted the pointer into the palpable screw canal and confirmed the deviation, and checked system setup (e.g. Fixation of clamp/spheres); -acquired a control scan (with air), in order to determine whether there is enough space for a new approach, experienced issues with loading the desired scan again, and abandoned navigation; -inserted the screw at left c5 without aid of navigation ; -acquired another control scan to confirm screw placement at left c5, viewed this scan on the pacs viewer, and decided to leave the screws in the given position (both screws now acceptable despite not exactly as intended). According to the hospital/treating clinician: - the deviating screw placements (at left c5 and left c6) were detected before finalizing the surgery, and the screw at c5 was corrected (first attempt with navigation, second revision without aid of navigation); - at the end of the surgery both screws were in an acceptable position despite not exactly as intended, the final outcome of the surgery is considered successful - there was a harm/negative effect to the patient due to the initial deviating pilot hole, that required medical intervention: hemorrhage from the left vertebral artery at c5, which was addressed by inserting a hemostatic agent in the drilled hole and placing the screw, which stopped the bleeding; - there was no permanent harm/damage due to the deviating pilot holes/screw placements (despite based on surgeon review of image data both screws at left c5/c6 now slightly compress the vertebral artery, the patient has no symptoms), nor due to the prolonged surgery/anesthesia (by 161 min); - there were no further medical/surgical remedial actions necessary, done or planned for this patient as a result of the deviating pilot holes/screw placements, and the patient did not require prolonged hospitalization.